Event description:
It was reported that the patient had a polarity lead alert. It was also reported that the right ventricular (rv) lead had a polarity switch, high threshold, low impedance and a possible insulation issue. Unipolar impedance is higher than bipolar. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.